Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not verify a root cause. There have been no other complaints reported in the lot. Additional information has been requested by phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that following bilateral intraocular lens (iol) implant surgery, a patient experienced glare that she is unable to tolerate. The patient inquired if the lens came into contact with alloy, which she thinks may be the reason. In a follow up, the nurse reported the patient was scheduled to have the lens exchanged. Additional information has been requested. This is one of two medical device reports being filed for this patient. This report is for the left eye.